Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery during manual prime several times. The customer reported a crack on the reservoir compartment. The customer also reported high blood glucose levels. The customer's blood glucose level ranged from 220 to 600 mg/dl. The customer's symptom included nausea. The customer treated with boluses from the insulin pump and manual injections. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's items were replaced, and the customer requested to return the malfunctioning products back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.